Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
User facility mandatory medwatch received that stated: "nurse was changing the syringe on the pca pump. Initially, the syringe would not fit into the cartridge. As she attempted to get the syringe in, each time she made an attempt, the plunger would push medication through the tubing into the pt. What she discovered was that the cartridge had to be lifted back into position after removing the previous syringe to get this to fit into the pump. When she finally had gotten the syringe properly in place, the pt was lethargic and nearly unresponsive. She noted that a significant amount of medication had inadvertently been administered. The clamp on the tubing was not closed before adding the new medication. This is a new pump and this is a change in process for the staff. This was not included in the training by the manufacturer." Upon further query the following information was provided that indicated an operator error resulting in an inadvertent delivery due to syringe manipulation. It was reported that between 1600 and 1700, the device was programmed to deliver dilaudid with a concentration of 15mg/30ml. No specific programming parameters were provided. The nurse immediately noted after loading the syringe that the pt was "drowsier." After an unspecified length of time, the pt was treated with an unspecified concentration of narcan and was transferred to the ICU for observation. The therapy was discontinued. The device was removed from clinical service. There were no reported adverse pt sequelae. The customer contact stated, the "pump was not the problem, it was a training issue and user error with the loading of the syringe." Though requested, no additional info was provided.